Event description:
The pt was found lying on his back, across the foot of his bed. The right internal jugular cordis had become disconnected at the point where the white hub on the cordis connected to the blue catheter. Cardiopulmonary resuscitation was initiated but the pt expired. When viewed under the microscope, there did not appear to be a damaged or cracked connection.